Event description:
Major pump unit(s) involved: blood pumpadditional text: (B)(4)specific component(s) involved: other component malfunction, specifyadditional text:other component: unknowncausative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of pumpother intervention :implant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: other component malfunction, specify.